Event description:
The customer reported to customer service that the transformer of pump in style breast pump broke exposing underlying electronics. She had also stated that the product is not available for return because she discarded it.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer stated that her transformer broke exposing the underlying electronics. The customer did not report any spark, fire or injury. She also reported that she had discarded the product. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to get additional complaint information were unsuccessful, including a final attempt by letter. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.